Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise reported on the ff signal, it has completely degraded. Non-capture can be seen on home monitoring recordings. Pacing threshold has increased in the last year, steeply in the last 4 months. Sensing and shock impedance have decreased in the last year. A full lead evaluation was recommended, the physician will decide next steps. No adverse patient events were reported. Should additional information become available, this file will be updated.